Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2016, the endoleak, initially thought to be a type ii, was reportedly confirmed to be a distal type I leak on the right side. The patient underwent a re-intervention procedure including coil embolization and right iliac extension. The endoleak was successfully resolved, and the patient tolerated the procedure.

Manufacturer narrative:
(B)(4) post-operative cta images dated (B)(6) 2016 were received by gore from the facility and an imaging evaluation was performed: there appeared to be contrast outside of the implanted device. There appeared to be some areas where contrast was more visible on the delayed vs arterial CT. There appeared to be contrast in some lumbar arteries. There did not appear to be adequate distal wall apposition in the right common iliac artery. The length from the distal end of the device to the right iliac bifurcation appeared to be approximately 13mm. (B)(4). Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2014, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm.on patient discharge date (B)(6) 2014, the maximum diameter of the aneurysm was 60.5mm.on (B)(6) 2016, computed tomographic angiography (cta) identified a type ii endoleak originating from patent lumbar arteries. According to the report, the aneurysm had enlarged to 66.5mm in diameter.a re-intervention procedure, including coil embolization and right iliac extension, is planned for (B)(6) 2016.